Event description:
A report was received that a trial patient was experiencing numbness in his legs and pain at the lead site. The physician determined that the patient had developed an infection and removed the leads.